Manufacturer narrative:
(B)(4). Implanted date: 2015.

Event description:
A report was received that the patient's lead was exhibiting high impedances. The patient underwent a lead replacement procedure due to lead fracture. There were no exposed cables on the lead. During the procedure, the physician noted a deformation near the proximal end of the added lead. The patient was reportedly doing well post-operatively.

Event description:
A report was received that the patient's lead was exhibiting high impedances. The patient underwent a lead replacement procedure due to lead fracture. There were no exposed cables on the lead. During the procedure, the physician noted a deformation near the proximal end of the added lead. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
Sc-2352-50, s/n (B)(4): the returned lead was analyzed and the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. It appears to be a result of fatigue. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve. Additionally, visual inspection also found that contact 8 was crushed by the ipg set screw. This damage indicates that the lead was not fully inserted into the ipg header when the set screw was tightened. A not fully inserted lead could also cause high impedances. Electrical tests could not be performed due to broken cables. No cables are exposed at the fracture site.

Event description:
A report was received that the patient's lead was exhibiting high impedances. The patient underwent a lead replacement procedure due to lead fracture. There were no exposed cables on the lead. During the procedure, the physician noted a deformation near the proximal end of the added lead. The patient was reportedly doing well post-operatively.